Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000194, serial/lot: n/a. A medtronic representative went to the site to perform a system check out and confirmed that the hand switch was not functioning properly. The hand switch was replaced and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch for the system was not functioning. The site was able to use the foot switch until the hand switch is replaced. There was no patient involved.